Event description:
It was reported to philips that the system stopped working after an update and could not be used. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.